Event description:
Information was received from a patient (pt) regarding an external device. It was reported they were getting a message on the controller that was telling them that their battery is going and is too low and to call medtronic; pt added that the battery was almost gone. Pt stated the issue began at least 10 days ago or maybe 2 weeks ago. Pt stated that their husband did a reset of the controller twice and that did not seem to resolve the issue. Pt noted that they tried to fool around with the controller to get it to work but then saw the battery was moving to the lower end and the controller kept telling them to call medtronic, so they finally did; pt added that the battery was draining quickly when using controller. Patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt reported that the controller did not power back on. Ps had the patient check if the ac power supply plug in had the green light on; pt verified that the light was on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back and repeated previously documented information. Pt confirmed receiving replacement controller but mentioned they did not receive a battery pack. Ps reviewed information that pt needs to swap their battery pack between controllers. Ps attempted to obtain replacement controller serial number but was unable to; pt mentioned they had help earlier to insert the battery pack into their replacement controller. Ps walked them through the set-up process; controller showed connect to the recharger. Ps instructed pt to connect their recharger then controller screen showed battery low replace the controller batteries soon. Ps informed patient to monitor and call back if further assistance is needed once they get their replacement recharger. The issue was not resolved. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot#/serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(6), b3: date unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.